Event description:
It was reported by the patient's legal guardian (lg) that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 5 and 24 hours. Patient reported the infusion site to be red and irritated. The patient went to (B)(6) health centre and was diagnosed with a viral infection, high blood sugar and ketones. The patient was treated with a prescription of topical fucidin cream and a new pod was applied. The patient was discharged 2 hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
On march 17th, 2026, submitting correction supplemental to update h6 (health effect- impact code).

Manufacturer narrative:
On (B)(6) 2026, submitting correction supplemental to update the b5.

Event description:
It was reported by the patient's legal guardian (lg) that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 5 and 24 hours. Patient reported the infusion site to be red and irritated. The patient went to kelso health centre and was diagnosed with a viral infection, high blood sugar and ketones. The patient was treated with a prescription of topical fucidin cream and a new pod was applied. The patient was discharged 2 hours later.